Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient is blind. It is unknown what troubleshooting was performed or what the outcome of the event was. No further complications are anticipated.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter who hasn't seen the patient since (B)(6) 2013. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.